Manufacturer narrative:
The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected by a different injector in the lips and perioral area with a juvéderm ultra plus¿ xc. The patient was concomitantly treated with sculptra®. The patient has had extensive dental work done within the past year. About 2 months after the injection, the patient experienced ¿huge nodules, almost like a long block¿ in the injection site. About five and a half months later, the patient was treated with prednisone taper, clarithromycin, claritin®, and zantac 150®. Two weeks later, the patient was treated with colchicine, naprosyn®, zotran, and hylenex. A week later, the patient was treated with kenalog and dexamethasone. That same day, the patient had a biopsy performed in the right lower lip and one in the left inferior central malar cheek. The result of the lip biopsy stated, ¿skin with foreign material scattered lakes of blue like bubbly foreign material within dermis; material non-retractile.¿ the biopsy for the cheek biopsy stated, ¿granulomatous dermatitis with features of foreign body reaction within dermis and subcutis are clusters of epithelioid granulomas with foreign body type giant cells, many of which contain clefts or punched-out spaces with foreign crystalloid birefringence by polariscopy.¿ the patient was also treated with doxy and biaxin. The symptoms have not resolved.